Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in impedance measurements since may. Further examination was performed by physician and no additional information was received regarding the results. No actions have been taken to resolve the issue, and the patient will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in impedance measurements. Further examination was performed by physician and no additional information was received regarding the results. No actions have been taken to resolve the issue, and the patient will continue to be monitored. No adverse patient effects were reported. Additional information was received indicating that this lead has shown fluctuating shocking impedance measurements, and the trend continues to gradually increase to an average of 125 ohms. Some high out-of-range measurements of greater than 160 ohms have been observed. A boston scientific technical services consultant indicated this might be the result of calcification; however a commanded shock testing was recommended to evaluate lead integrity. No further actions have been taken at the moment as the patient is undergoing different non-related health issues.. No adverse patient effects were reported.